Event description:
Additional information provided by the patient reported that their therapy never worked after their second lead revision surgery. The patient stated that it may have been due to them moving incorrectly in the hospital. It was noted that the patient didn't remember if the issue was a lead migration or a lead fracture. It was further reported that the patient didn't get any pain relief and that they are now living on pain pills; the patient's issue of the therapy not working has not been resolved. It was also noted that the patient refuses to implant another device. Indications for use are spinal stenosis, chronic low back pain, and degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.